Manufacturer narrative:
H4: the lot was manufactured between august 14, 2023 and august 15, 2023. H11: the actual device was received for evaluation. During visual inspection a brown particle, measured to be 0.15 square mm in size, was observed embedded in the material of the tubing line. The pm was not in the fluid path. The brown pm was identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via ftir test (fourier-transform infrared spectroscopy). Pvc is the actual material of the device tubing line. A fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing line during the manufacture of the tubing line. The reported condition was verified. The cause of the condition was manufacturing related, however, since the pm was not in the fluid path, it is unlikely to cause harm. This issue does not impact the sterile pathway. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume folfusor appeared to contain brown particulate matter. The particulate matter was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.